Event description:
Guardian walker collapsed on my wife 3 wks post cervical fusion causing her to fall. Broke at the folding rivet on right side. Used it for about 2 wks only sparingly. Required trip to ER for x-ray comparison to assess if any impact.